Event description:
The following information was reported: attempted to deploy mx6721 following procedure. Balloon ruptured during pullback arteriotomy. Opened and deployed another mx6721 successfully. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1409902) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.